Event description:
It was reported that an asymptomatic patient presented for nips testing. Post-paced t-wave oversensing was observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.